Event description:
Per the clinic, the patient experienced meningitis and subsequently was hospitalised for two weeks and treated with a meningococcal vaccination; however, csf cultures revealed pneumococcus present. The patient was administered IV antibiotics (date not reported). The patient has since recovered and the device remains implanted.

Manufacturer narrative:
Additional: the following additional information was received regarding the episode of meningitis: there were no reported craniofacial malformation, or basilar skull fractures. The patient did receive pre-implant immunizations of h influenza, pneumococcus and meningococcus. Perioperative antibiotics of cefuroxime were administered (duration not reported) and IV antibiotics were administered for two weeks. No history of meningitis or csf leaks. No surgical complications were reported. The size of the cochleostomy was 1mm and it was packed with fascia. The patient did not have pe tubes. The meningitis episode did not occur within 30 days of a neurologic procedure, no vp shunts or lumbar drains were utilized at the onset of meningitis. Prior to meningitis, there were no signs of inflammation, fluid in the inner ear, middle ear or mastoid cavity. The patient did not have a prior upper respiratory infection or otitis media prior to meningitis. This report is submitted on june 5, 2019.